Event description:
Patient presented with significant angulation in the neck. In 2009, had successful implant of a 28-16-140bl bifurcated device, a 28-28-75l infrarenal proximal extension, a 28-28-95rl suprarenal proximal extension, and two limb extensions. Follow up images showed that the suprarenal cuff had migrated distally about 1 1/2cm. At approx 6 months later, the patient was treated with additional proximal extensions with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met indications for use. No conclusion can be drawn at this time.